Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A other health care professional reported that during an intraocular lens (iol) implant procedure, the lens was broken in packaging and the surgery was rescheduled and the patient was left aphakic. Additional information received stating the patient was implanted with another lens.

Manufacturer narrative:
The product was returned. One haptic is broken in the gusset area (not returned). The optic is pressed against a post in the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. The lens was damaged. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case lens damage may occur. The manufacturer internal reference number is: (B)(4).